Event description:
Bayer case number: (B)(4). Because on the right side there was a fibroid in the uterus that was displacing the coil. [Device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("because on the right side there was a fibroid in the uterus that was displacing the coil.") In a 56 year-old female patient who had essure inserted. Concurrent conditions were listed as uterine fibroid and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (robotic-assisted supracervical hysterectomy with bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: a normal appearing ovaries, fallopian tubes. The essure coils in the seemingly appropriate location bilaterally, approximately 6 cm right- sided uterine fibroid towards the low uterine segment. The specimen contained the uterus with fibroid, fallopian tubes and essure coils. Normal upper abdomen noted. [Ultrasound pelvis] on (B)(6) 2023: there was evaluation of the location of the essure coils that she had been placed, as the patient desired removal of the coils and tubes. Because on the right side there was a fibroid in the uterus that was displacing the coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Because on the right side there was a fibroid in the uterus that was displacing the coil. [Device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("because on the right side there was a fibroid in the uterus that was displacing the coil.") In a 56 year-old female patient who had essure inserted. Concurrent conditions were listed as uterine fibroid and pelvic pain female. Essure was removed on (B)(6)2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (robotic-assisted supracervical hysterectomy with bilateral salpingectomy and removal of essure coils). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6)2023: a normal appearing ovaries, fallopian tubes. The essure coils in the seemingly appropriate location bilaterally, approximately 6 cm right- sided uterine fibroid towards the low uterine segment. The specimen contained the uterus with fibroid, fallopian tubes and essure coils. Normal upper abdomen noted. [Ultrasound pelvis] on (B)(6)2023: there was evaluation of the location of the essure coils that she had been placed, as the patient desired removal of the coils and tubes. Because on the right side there was a fibroid in the uterus that was displacing the coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.